Event description:
A caller reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who confirmed that multiple cartridge alarms had occurred with consecutive cartridges. Technical support decided to replace the pump under warranty and instructed the customer on the process for returning the faulty pump. The customer was informed that the replacement pump would have slightly different software and was guided on transferring settings and connecting their continuous glucose monitor to the new device. Customer reverted to an alternative method of insulin therapy.